Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to an open etch run on the analog board. The analog board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another multi-function cable with no results. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.